Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in remotely via merlin.net transmissions. Upon interrogation, it was noted that the implantable cardioverter defibrillator had far-r oversensing on the atrial channel. This caused inappropriate mode switching to occur. Programming changes were recommended.